Event description:
On (B)(6), 2010, I underwent a left total hip arthroplasty. I received a pinnacle sector cup size 56 mm with a 40 mm +6 m-spec head, a 20-f large sleeve, and a 20 x 15, 36 +12 lateral stem. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device I experience severe pain and difficulty with my left thigh and left hip area. I also feel extreme discomfort when standing, walking, or sitting for periods of time. Degenerative joint disease, left hip.